Manufacturer narrative:
(B)(4).

Event description:
This is a supplemental report to initial report (B)(4) to submit information received from the manufacturer of the suspect device. The information is as follows: see MFR report# 3005862821-2014-00022.

Event description:
Pdc received a call on (B)(6) 2014 reporting a medical intervention that occurred on (B)(6) 2014 between 4-5pm. Pt stated that she was in a phone conversation when she began to feel light headed, weak and thought she was about to pass out. Pt tested her glucose level and recorded a result of 101 mg/dl. Pt took a glucose tablet and drove herself to the ER. Pt's glucose was tested at the ER with a result of 89mg/dl. Travel time to the ER was approximately 20 minutes. Pt's total stay at the ER was 2 hours. Pdc sent replacement and prepaid envelope requesting return of suspect device.